Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Alarm 7 (auto off) annunciated in the early morning hours on (B)(6) 2017 due to not interacting with the pump for 12 hours. The low bg is likely caused by his large basal rates. Two bolus requests were made on (B)(6) 2017, both were under 10 units of insulin. Two back to back cartridge changes were conducted after alert 0 (low insulin) annunciated. Alarm 9 (cartridge overfilled) annunciated between cartridge changes. There were no erratic basal rate changes. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm that stopped insulin delivery. The pump history showed that an auto-off safety alarm occurred. The customer turned off the auto alarm setting on the pump. Tandem technical support advised the customer to discuss the turning off of the alarm with a healthcare provider. The customer's blood glucose (bg) at the time was 52 mg/dl. The customer did not know the cause of the low bg and consumed food to address the low bg.